Manufacturer narrative:
B5: the lens was later exchanged for a same model/length lens, different sphere and axis and the problem was resolved. The patient is well. Claim# (B)(4).

Event description:
The reporter indicated that a 13.2mm vticmo13.2 implantable collamer lens of -14.50/1.5/110 (sphere/cylinder/axis), was implanted into the patient's left eye (os) on (B)(6) 2024. Excessive vault is observed and the lens remains implanted.

Manufacturer narrative:
A4-a6:unk. H6: work order search: no similar complaints within associated lots were found. Claim# (B)(4).

Manufacturer narrative:
Correction: h4: 06-dec-2023. (B)(4).